Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the thigh which is an off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, around 745pm, the patient¿s cgm was reading 135 mg/dl while her bg meter reading was 73 mg/dl. The patient was wearing an omnipod insulin pump. The patient stated she calibrated her dexcom device. After the calibration, the patient reported her cgm readings were still about reading around 100 mg/dl while her bg meter readings were ¿really low¿ (no specific value was provided). At an unspecified time alter, the patient lost consciousness and her husband called emergency medical services (ems). However, the patient did not provide dexcom with any further event details, including what medication or treatment she may have received by ems, how long she was unconscious, or whether she was taken to the hospital or not. Attempts to reach the patient for further event clarification were unsuccessful. The patient was ¿tired¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The data investigation found a difference in values that fall within the c zone of the parkes error grid. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.